Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204-belt unusable) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. Upon investigation, the trunk cable was pulled from the strain relief, pulling the hex crimp ferrule connector from the j702 connector on the dn pca. The cause of the failure was the pulled cable. The root cause of the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving service code 204 (belt unusable).